Event description:
The patient stated that the display of the coaguchek xs meter serial number (B)(4) only showed a partial result which may impact the interpretation of the result. Based on what the patient saw in the display, the result appeared to be 8.6 inr. However, the meter will only produce results up to 8.0 inr. A display check of the meter was performed and incomplete segments were seen in the result section of the display. The display was incomplete, missing part of the "888" seen in the result field. No adverse events were alleged to have occurred with the patient. The patient's meter was requested for investigation and a replacement meter was sent to the patient.

Manufacturer narrative:
The patient's meter was received for investigation. All display segments were displayed correctly. The meter¿s circuit board was tested for damage or contamination. The circuit board showed no contamination caused by penetrated liquid. There was no malfunction of the device.